Manufacturer narrative:
The explanted devices were not returned to bsn for eval because they were kept by the medical facility.

Event description:
A report was received that a pt's leads were protruding through the left side of her neck. There were no signs of infection. The physician explanted the entire system from the pt. The pt was placed on oral antibiotics and is reportedly doing well after the explant surgery.